Event description:
It was reported that the patient had the artificial urinary sphincter cuff and balloon components removed due to a leak in the cuff resulting in recurring incontinence. A new artificial urinary sphincter cuff and balloon was implanted.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, the cause that contributed to the reported fluid loss and incontinence could affect the functionality of the cuff. Product analysis confirmed cuff malfunction. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Label review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams 800 male ous, bsc. Additionally, the reported events do not contain an allegation against the labeling. Urinary incontinence is included as a potential adverse event in the product labeling. Device technical analysis: the cuff component was visually inspected, microscopically examined, and tested for leaks. A tear was identified in the cuff pillow that caused fluid loss from the cuff component. The tear appears to be consistent with wear at the corner of a fold in the cuff. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure has been chosen.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff and balloon components removed due to a leak in the cuff resulting in recurring incontinence. A new artificial urinary sphincter cuff and balloon was implanted.